Event description:
A healthcare professional(hcp) reported that a patient was injected with 0.3 ml of skinvive¿ by juvéderm® in forehead for acne scars. The patient experiences a vascular occlusion after the injection. The hcp needed advice on the high dose protocol and was provided with an article on "hyaluronic acid filler vascular adverse events". Additionally, while injecting a small amount of skinvive¿ by juvéderm® into the patient's forehead for acne scars, the hcp noticed a small area of ischemia on the right side of the forehead. The injection was immediately stopped, and the patient was treated with hylenex, warm compresses, and massage. The hcp administered 600 units of hylenex, after which the capillary refill returned to normal. Symptoms are ongoing. Device has been discarded.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.